Manufacturer narrative:
Device evaluated by MFR: visual and tactile examination of the returned device revealed no damage was noted to the shaft of the device. The balloon was folded but not wrapped fully around the shaft of the device. Microscopic examination of the balloon found a circumferential tear greater than 50% of the balloon circumference located in the balloon material 27mm proximal to the proximal edge of the distal markerband. There were marks also noted along the length of the balloon. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Access was gained through the femoral artery. The 90% stenosed de novo lesion being treated was located in the moderately tortuous left superficial femoral artery. The 6.0-80mm, 80 wanda balloon dilatation catheter was advanced to the target lesion when the balloon ruptured at 6 atm on the initial inflation. The procedure was completed with a different device. There were no patient complications reported and the patient status is good. This product is only ous approved, but it is similar to an approved us device.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Access was gained through the femoral artery. The 90% stenosed de novo lesion being treated was located in the moderately tortuous left superficial femoral artery. The 6.0-80mm, 80 wanda balloon dilatation catheter was advanced to the target lesion when the balloon ruptured at 6 atm on the initial inflation. The procedure was completed with a different device. There were no patient complications reported and the patient status is good. This product is only ous approved, but it is similar to an approved us device.